Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings: visual inspection of the pump found no cosmetic damages. On investigation, the pump powered up with the appropriate audible and vibratory functions. A dim display with discolored text was observed. No other defects were found.

Event description:
On (B)(6) 2014, the clinical manager contacted animas, alleging the display on the pump had become dim and discolored over time. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.